Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However the sample has not been received for evaluation as of yet. If the sample is received,t hen an MDR follow up report will be submitted.

Event description:
A customer contacted baxter's technical service center to report a system 2240 error (indicating air in the set)on the homechoice (hc) machine during initial drain. The technical service representative (tsr) helped the homepatient (hp) to clear the error an informed the hp of the errors meaning. The hp would stop therapy for the night contact the peritoneal dialysis (pd) nurse in the morning for instructions on completing therapy. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated the cause of the alarm was unknown. The setup was discarded, however a companion sample was available. The hp has been doing fine and continuing therapy.

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc) machine. Per the initial report, the registered nurse (rn) stated the home patient (hp) did a manual drain with manual bags, drain volume (dv) 3900ml. The programmed fill volume was 2000ml. This event meets overfill criteria. Upon further discussion with the nurse, the technical service representative (tsr) discovered that there was no alarms. No bypasses were performed. The tsr swapped out the device for further evaluation. Follow up with the peritoneal dialysis nurse (pdn) revealed that the hp was also feeling full. The pdn stated she was unaware if the hp received the replacement hc but was doing ok with continuous ambulatory peritoneal dialysis (capd) in the meantime. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the hp on (B)(6) 2010, whom stated the sample was no longer available. Batch review was not performed, because the lot number of the sample was unknown. Additional information: the root cause of the reported problem of air in the line is currently being investigated through CAPA number, (B)(4).